Event description:
Per rep (B) (4), surgeon was fixating a screw into the mesh and the screw disengaged from the screwdriver blade and the blade went into the tissue of the pt approx 3-4 cm. The surgeon then removed the blade and mesh. Stopped bleeding and packed with jell foam. The surgeon then used a large mesh and finished the case.